Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. The instrument was received engaged with the reload. Visual examination of the reload noted that it was fully fired and the jaws were clamped. Engineering evaluation of the reload cartridge found that the staple pushers were flush to sub flush throughout the cartridge surface indicating the device was applied to tissue thickness beyond the indicated range for use. Further engineering evaluation noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening the jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production. Functionally, the instrument was loaded with post market vigilance (pmv) representative reload. During testing of the instrument a skip was noted in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a wedge resection, the stapler was fired successfully on the lung, but it did not open. The stapler had to be removed from the lung. The stapler still had lung tissue on it.